Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call battery out limit alarm on the insulin pump. Customer¿s blood glucose level was 92 mg/dl. Troubleshooting for battery out limit alarm was performed. Customer replaced the insulin pump with a new battery and they realized their was damage on one of the contractors. Customer advised the alarm occurred during normal use. Troubleshooting was unable to resolve the issue and the patient was advised a battery cap would be sent out.